Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the fifth inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.